Event description:
It was reported that the patient presented for an implant procedure. It was noted that the body of the right atrial lead was twisted. The lead was not used. There were no patient consequences.